Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. Covidien tech support engineer (tse) troubleshoot the issue with the customer over the phone. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).